Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire technical support reviewed the information given by the customer. It was determined that this is a known issue with vela ventilator screen. The screen of the unit will be replaced. No further investigation needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the touchscreen of the vela ventilator is not working. The screen is scratched multiple places. Tried to calibrate the screen but the touch screen but still doesn't work. The customer confirmed that there was no patient involvement associated with the reported event.